Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for pump error. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected motor arm cannot communicate with the main arm error alarm or software error detected alarm noted during our testing however, motor arm cannot communicate with the main arm error alarm followed by software error detected alarm was present in format history file due to software error. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.